Event description:
Due to pneumothorax, infant had bilateral chest tubes inserted 1018 - right side was inserted. 1123 - left side was inserted. Four days later: 0028: pneumothorax appeared resolved in chest x-ray. 1610: chest tubes were then removed. Right chest tube was removed first, then left. Three days later: 0901: chest x-ray obtain to follow-up on lung status. Noted that tip of chest tube pigtail was still present on right side. 0955: additional x-ray views obtained. 1138: us obtained. Surgery was consulted and tip will need to be removed at 1 year of age. Lot number of products on the shelf are 13356468, but it is unknown if the lot number is the same as the catheter that was inserted.